Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient. The hcp indicated on (B)(6) 2016 that the patient was receiving gablofen (2000 mcg/ml at 974 mcg/day) via an implanted pump, but the event logs provided on (B)(6) 2016 shows that the pump was programmed as delivering lioresal (2000 mcg/ml at 890.2 mcg/day) as of (B)(6) 2016. The drug lot number wasn't provided. The logs indicted that the pump had been shut off for 24 hours and 26 minutes. Other medications the patient was taking at the time of the event were prozac, levsin, prevacid, rocaltrol, zantac, miralax, zofran, and benadryl. The patient had no known allergies. The patient's pertinent medical history included cerebral palsy, developmental delay, and chronic constipation. The pump's indications for use (ifus) were listed as intractable spasticity and cerebral palsy. On 2016-01-04, the hcp reported that a motor stall occurred on (B)(6) 2016 at 16:55 and event logs provided on 2016-01-05 indicated that another stall had occurred previously and that stall recovered on (B)(6) 2015. It was noted that the patient didn't have a magnetic resonance imaging (MRI) performed recently. The hcp reported that the pump alarm was silenced and the pump was restarted, but re-interrogation confirmed that the pump was still stalled. The hcp noted that the cause of the alarm had not been determined. No patient symptoms were reported. If additional information is received, a follow-up report will be sent.